Event description:
It was reported insulin was squirting out of the customer's reservoir during a prime. Customer also stated insulin continues to drip after the motor stops durin the manual prime process. She also reported having a blood glucose of 400 mg/dl in the past week. Customer stated she had treated her blood glucose with a syringe. The customer stated she was not comfortable with her insulin pump and asked for a replacement. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.